Event description:
It was that reported that a patient had an initial total hip arthroplasty performed, approximately after 9 years post implantation the patient was revised due to osteolysis and elevated metal ions. It was reported there was progressive osteolysis of the acetabulum as well as left hip bursectomy and seroma cavity revision. The head and shell were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: metasul durom component, 0100214048 #item, 2345970 #lot. Metasul head adapter, #item 0100185145, #lot #2385319. Therapy date: on (B)(6) 2016. G12: report source: germany. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6. Corrected: d4. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Initial left total hip arthroplasty. Subsequently,9 years post implantation the patient was revised due to osteolysis and elevated metal ions. It was reported there was progressive osteolysis of the acetabulum as well as left hip bursectomy and seroma cavity revision. The head and shell were revised without complications. Based on the available information, the reported event can be confirmed, but a definitively root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.